Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the pump generated an alert 38 indicating a stalled motor, which is consistent with a failure to infuse related to the motor component; the user changed supplies and requested assistance due to low remaining infusion sites, cartridges, and connector pieces, and a goodwill order was provided to bridge to the next shipment. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose was not affected. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the device issue aligned with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.